Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown, information not provided. Section d6a: explant date: unknown/ information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient was dissatisfied with visual acuity following implantation of a synergy toric intraocular lens and experienced blurred vision at all distances (far to near). As a result, the lens was explanted during a secondary surgical procedure. The reported preoperative and postoperative best-corrected visual acuities were 1.0 and 0.6, respectively. The original lens was reported to have been fully implanted and was replaced with another intraocular lens. No issues were reported following the replacement procedure. No additional information was provided.